Event description:
The following was reported to gore: on (B)(6), 2026, the patient underwent endovascular repair of an aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag) in combination with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe). It was reported that the procedural plan initially included consideration of thoracic repair alone; however, the treating team elected to proceed with thoracoabdominal repair using the tambe system. Ctag devices were implanted in the thoracic aorta, followed by deployment of the tambe aortic component and gore® excluder® iliac branch and contralateral leg components. Specific gore® viabahn® vbx implant details were not available at the time of reporting. The procedure reportedly progressed without technical complications. Near the conclusion of the procedure, an intraoperative pressure test was performed to simulate the impact of lumbar artery coverage. Neuromonitoring was assessed during this period, and no changes were observed. Based on these neuromonitoring findings, the physician proceeded with completion of the left iliac limb. It was reported that during the procedure the patient experienced periods of hypertension followed by hypotension, which required intervention to increase blood pressure. A post-operative spinal drain was subsequently placed after recognition of the lower extremity weakness. Per physician report on the following morning, the patient was noted to have unilateral (left) lower extremity paralysis. Additional information received from the treating physician indicates that MRI imaging demonstrated evidence of a cerebellar stroke. The physician does not believe the neurologic symptoms are attributable to spinal cord ischemia. There was no evidence of post-operative occlusion of any implanted devices. The patient¿s condition has improved; however, neurologic deficits have not fully resolved. The patient remains limited in function, requiring assistance to stand and to take a few steps. Discharge disposition is not yet known. Code 1001-e: unknown - used to capture clinical events with no known device problem identified.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.